Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading at time of the call was 536 mg/dl. It was stated that the customer has nausea, vomiting, and excessive urination and thirst. Troubleshooting was declined, and the nurse stated that the customer believes the insulin pump was not functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.